Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed. Medical records were not provided. Visual examination of the returned product/provided pictures identified signs of use as well as wear and tear. There are scratches, knicks, and gouges across the body of the inserter. There are dings and gouges on the impaction end of the device as well. The inserter end cap is missing and was not returned with the device. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to insert the implant, the tip of the instrument fractured. There was no report of a foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.